Event description:
It was reported that customer's insulin pump would shoot out insulin when priming. Customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Customer treated blood glucose with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.